Manufacturer narrative:
Additional data:

Event description:
Additionally, healthcare professional reported that the symptoms resolved 9 days after the injection.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® vollure® xc. The patient experienced ¿vascular occlusion¿ in the forehead. The patient was treated with hyaluronidase from which bruising was experienced. The symptoms have not resolved.